Event description:
It was reported that during a diagnostic procedure, the tip of a single use aspiration needle broke inside the patient's lymph node. The user was able to retrieve the broken piece and the procedure was completed. There were no reports of patient harm. Additional follow-up have been requested and pending further information.